Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address thigh pain. Osteolysis was found. Update 3/1/2016: litigation received. Litigation alleges pain, discomfort, soreness, metallosis, and elevated metal ion levels. The stem is being added to the complaint for the alleged high metal ion levels. This complaint was updated on: 3/17/2016.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the available device history records did not reveal any related manufacturing deviations or anomalies. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   No code available (3191) is used to capture (medical device removal).

Event description:
Pfs alleges weakness, burning sensation, and metal shards. After review of medical records, the patient was revised for right hip metal on metal athroplasty. Operative notes reported that a copious amount of brown, turbid-colored fluid was encountered, this was collected and culture came negative for gram stain bacteria. Capsules were redundant and thick as if the tissue was not native and was consistent with scar. The trochanteric bursa and some capsules were hypertrophied.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis. Added law firm, revision surgeon and hospital, updated product details in ips, updated affected side, manufactured and expiration date of ips. Corrected patient identifier.